Event description:
Event occurred in the UK. The event involved a revision procedure due to suspected infection. All h3 implants were removed to enable treatment of the infection, tissue samples were taken for testing, and a cement spacer was implanted pending further reimplantation.